Event description:
The reporter stated that the surgeon inserted an aq2003v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.